Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Ther have been no other complaints reported in the lot number. Add'l info was requested on 01/13/2010 by fax and mail. A completed questionnaire was received on 01/21/2010. (B) (4)

Event description:
A clinical manager reported a patient with poor vision and contrast following intraocular lens (iol) implant surgery. The iol was exchanged. In a follow-up, it was reported that the events resolved post exchange.